Event description:
The company representative reported on (B)(6) 2014 that the patient¿s revision had been changed to (B)(6) 2014. The patient reported on (B)(6) 2014 that the lead wire unplugged and was wrapped around her ins, which was found via x-ray. This was determined on (B)(6) 2014 when the patient met with the company representative who tried their equipment and did a printout. The patient was not very active and ¿I didn¿t do anything to make this happen¿. The patient has met with a company representative several times to make adjustments because the device would not hold when she was standing, sitting or laying. It was also stated that ¿one time it went crazy and my legs were stimulating so bad I had to turn it off and when I turned it back on it calmed down and when I got up and walked it go crazy again so he adjusted that¿. The patient experienced a shocking or jolting sensation. The patient also stated that her ¿husband could touch my back and it would send a shock through me, her husband said that he must have touched it wrong¿. If the patient was to lean back in her chair she would get shocked. If other people touched the patient¿s back she would get shocked. The device was still stimulating properly so the patient thought the shocking was just part of it. The wire was mentioned to be faulty. The patient has an appointment on (B)(6) 2014 to replace the wire. The company representative confirmed on (B)(6) 2014 that the patient was now receiving effective therapy after yesterday¿s surgery and was doing well. The patient¿s old leads were explanted and 2 new leads were implanted.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3550-39, lot# n302342, implanted: (B)(6) 2012, product type: accessory; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37744 serial# (B)(4), product type: programmer, patient. Product ID: 3 550-39 lot# n302342, implanted: (B)(6) 2012, product type: accessory. Product ID: 3778-45 serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45 serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754 serial# (B)(4), product type: recharger. Product ID: 3778-45 serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45 serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient experienced no stimulation sensation and a buzzing sensation at the implantable neurostimulator (ins) pocket. It was stated about three to four weeks prior to report, the patient lost bilateral leg stimulation. It was further stated the patient was not feeling any stimulation down to his legs. It was reported the patient fell on her butt about one year prior to report but had not experienced any recent falls or traumas. Impedance testing at 1.5 and 3 volts showed electrodes 0-7 in the range of 210-259 and 221-296 ohms and electrodes 8-15 in the range of 342-377 and 326-431 ohms respectively. It was reported the patient denied any buzzing sensation at the pocket sensation when the ins was set to off or on and 0 volts and the site was palpated. It was further reported that when the stimulation was increased to 3.5 volts and the pocket site was palpated, the patient reported feeling a mild tingling sensation at the pocket site. Additional information reported the impedance findings were ¿very low on both leads in the 200 range.¿ x-ray results ¿revealed both leads had pulled completely out of the epidural space.¿ it was noted the patient was tentatively scheduled for a revision at the time of follow-up. A supplemental report will be filed if additional information is received.